Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a subclavian vein clot. The left ventricular (lv) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.